Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out, the lead was capped and replaced due to high lead impedance. No further information is available.